Manufacturer narrative:
(B)(4). Date sent 8/12/2024. D4 batch # unk. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an esophageal surgery, before used on the patient, noted the seal was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2024. D4: batch # 875c15. Investigation summary: the product was returned for evaluation. A visual inspection was conducted on the sample. Visual analysis of the returned sample revealed that the cdh25a device was returned inside the opened package without apparent damage. Upon visual inspection the blister was noted to have spottiness and discoloration in the seal area. However this defect did not compromise the product sterility. Additionally, two photos were provided at product complaint level and they showed the device inside the opened packaging with the anvil no placed and along with the stapler retainer. This condition is related to the manufacturing process. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 875c15, and no non-conformances were identified.